Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device migration was observed. The device was moving underneath the skin, and fast beating heart rate of the patient was noted. When the patient presented in clinic, programming changes were made. The patient was stable.